Manufacturer narrative:
(B)(4). This event has been reported by the manufacturer under MDR# 3002808486-2019-01986.

Event description:
It is alleged that "[pt] received a cook celect filter on or about (B)(6) 2012." It is further alleged that: "on or about (B)(6) 2017, the patient underwent a CT of her abdomen from which it was determined that the filter's struts had penetrated the patients left and renal veins, as well as her abdominal aorta, and that the filter had tilted with the top possibly being embedded in the vein wall." Hospital and medical records have been requested but not yet provided."